Manufacturer narrative:
A constant and dedicated saline source was used at all times for the enterprise and mc, and the enterprise was recaptured more than once. The enterprise and mc were removed as a unit because the enterprise was stuck in the mc, but there was no additional information regarding the event with the enterprise and mc. No other damages were noticed on the enterprise or mc. For the deltapaq the same cable and box were used with the next devices, and the event occurred with 1 separate coil. After the event, the procedure was completed by changing to a new coil. Pre-deployment electrical check was performed prior to inserting in the patient, and the test passed. Low battery light was not seen during case, and all connections appeared to fit properly without application of excessive force. After the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No report was obtained indicating that any attempts were made to detach the coil manually or damages noticed on the devices (kink, bend, stretched, fracture, separate, etc.) The coil remained attached to the delivery system. The target site was the internal carotid artery with characteristics unknown. No further information was provided. This report is one of several products associated with complaint (B)(4).

Manufacturer narrative:
The product was returned for analysis, but it has not beencompleted. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device under this report catalog and lot number is unknown, but the device is a prowler select plus. (B)(4). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During treatment of a right carotid ophthalmic aneurysm, the enterprise stent (enc452212/10314343) had friction during advancing. The stent could not be deployed after reaching to the target site. The surgeon had to remove the stent and (mc) microcatheter as unit and changed new stent to complete the procedure. When the surgeon positioned the last coil found that coil could not be detached although several attempts were made. The surgeon changed to same like coil to complete the procedure. There was no report on patient injury. A constant and dedicated saline source was used at all times for the enterprise and mc, and the enterprise was recaptured more than once. The enterprise and mc were removed as a unit because the enterprise was stuck in the mc, but there was no additional information regarding the event with the enterprise and mc. No other damages were noticed on the enterprise or mc. For the deltapaq the same cable and box were used with the next devices, and the event occurred with 1 separate coil. After the event, the procedure was completed by changing to a new coil. Pre-deployment electrical check was performed prior to inserting in the patient, and the test passed. Low battery light was not seen during case, and all connections appeared to fit properly without application of excessive force. After the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No report was obtained indicating that any attempts were made to detach the coil manually or damages noticed on the devices (kink, bend, stretched, fracture, separate, etc.). The coil remained attached to the delivery system. The target site was the internal carotid artery with characteristics unknown. No further information was provided. A constant and dedicated saline source was used at all times for the enterprise and mc, and the enterprise was recaptured more than once. The enterprise and mc were removed as a unit because the enterprise was stuck in the mc, but there was no additional information regarding the event with the enterprise and mc. No other damages were noticed on the enterprise or mc. For the deltapaq the same cable and box were used with the next devices, and the event occurred with 1 separate coil. After the event, the procedure was completed by changing to a new coil. Pre-deployment electrical check was performed prior to inserting in the patient, and the test passed. Low battery light was not seen during case, and all connections appeared to fit properly without application of excessive force. After the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No report was obtained indicating that any attempts were made to detach the coil manually or damages noticed on the devices (kink, bend, stretched, fracture, separate, etc.). The coil remained attached to the delivery system. The target site was the internal carotid artery with characteristics unknown. No further information was provided. Product file# (B)(4). The device was not returned for analysis and the lot number was not provided in order to conduct lot number DHR review. Based on the available information and without the return of the device for analysis, no root cause conclusion can be made. A review of the manufacturing documentation associated with this lot could not be performed, since no lot number was provided. Therefore, no corrective actions will be taken at this time. This is one of multiple products associated with complaint (B)(4).

Event description:
During treatment of a right carotid ophthalmic aneurysm, the enterprise stent (enc452212/10314343) had friction during advancing. The stent could not be deployed after reaching to the target site. The surgeon had to remove the stent and (mc) microcatheter as unit and changed new stent to complete the procedure. When the surgeon positioned the last coil found that deltapaq coil (cdf10015230/lot unk) could not be detached although several attempts were made. The surgeon changed to same like coil to complete the procedure. There was no report on patient injury.